Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a granuflo dissolution mixer had thermal damage. About six months ago, the transfer/recirculation pump and sensor were replaced due to a burnt motor/pump. The biomed stated the transfer line/valve was not opened manually, maybe causing burn damage on the motor/pump. There was no reported patient involvement associated with the event. Additional information was requested, however, to date a response has not been received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a granuflo dissolution mixer had thermal damage. About six months ago, the transfer/recirculation pump and sensor were replaced due to a burnt motor/pump. The biomed stated the transfer line/valve was not opened manually, maybe causing burn damage on the motor/pump. There was no reported patient involvement associated with the event. Additional information was requested, however, to date a response has not been received.